Manufacturer narrative:
Voluntary medwatch report #: mw5066063. Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation. (B)(4).

Event description:
It was reported that a jelco® hypodermic needle-pro® needle separated from the hub of the syringe during removal of the needle. The event occurred during patient vaccination in the right thigh. The needle was successfully recovered. No patient injury was reported. The event was considered resolved.